Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient experienced a shocking or jolting sensation. The manufacturing representative met with the patient on the friday prior to report for reprogramming. The patient indicated at that time the patient had two episodes when they were doing something with the stimulation on and all of a sudden the patient felt an intense jolt/sharp pain from their toes to their left temple in the head, that knocked the patient on the floor and he passed out. Each time the patient had woken up on the floor. Impedances were fine. The patient had turned off the left side for a while leading up to the appointment and didn¿t have any other events. With the first event the patient had a welding saw on a table that was off and then he went to put it/move it and then the episode occurred. The second event was the patient trying to situate a refrigerator and his grandson found him on the floor. Normal stimulation for the patient was down their left leg and left and right back. Later it was reported that the patient had a third occasion where he was pushing on something and gotten a severe shock on his left side from his left temple to foot. This was on the same side that the implantable neurostimulator (ins) was implanted. The first two times this occurred it caused the patient to pass out. The third time the shock was less severe. Outside of the tree shocking incidents he was getting good pain relief. The impedances with reference 0 were between 700 and 840 with 9, 10, and 11 lower in the 500-600 range. With 8 as a reference the highest pair was with 7 at 843 ohms and lowest pair with 0 at 515 ohms. Palpation with stimulator on did not cause any change in stimulation or shocking. The ins and leads appeared to be functioning normally. Later it was reported that the cause of the event was not determined. Reprogramming was not required. The patient was doing okay. The patient was instructed not to do any heavy lifting and pushing. They were going to see if the issue resolved as the patient healed more from surgery.